Event description:
The customer reported via phone call that the insulin pump's display was blank. The customer stated that he replaced the battery multiple times, and the display would not return. After troubleshooting, the display still did not return. Blood glucose level was 144 mg/dl at the time of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.